Event description:
The device was returned with no iformation and subsequently tested out of specification during manufacturer's analysis. Follow up information revealed that the device was explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition.